Event description:
It was reported that during the procedure, after pre-dilating the lesion, a 3.5x18 xience v rx stent delivery system (sds) was advanced without difficulty to a mildly calcified, 95% stenosed, de novo lesion in the moderately tortuous distal left anterior descending coronary artery and the stent was deployed without difficulty at an unspecified pressure, followed by withdrawal of the sds without resistance; a vessel dissection was noted. Another stent was deployed, successfully treating the dissection, followed by routine post-dilatation, resulting in 0% lesion stenosis post procedure. The stent was angiographically confirmed to be fully apposed to the vessel wall. No device or other procedural issues were noted. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.